Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that black strip on back of packaging, when separated noted that not sealed where black strip is present representing concern for sterility.

Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported that the package appeared unsealed where a black strip was present. To support the investigation, four sealed blister pack samples and one photograph were received for evaluation by the quality team. A visual inspection was performed. The blister package top web contained a dark colored tape used as a splice on the top web. The photograph corresponded to the samples received. No additional defects or imperfections were observed. This condition can occur when spliced product is not removed from the manufacturing process. A device history record review was completed for material number 302830, lot 5308426. The review did not reveal any detected quality issues during production that could have contributed to the reported condition, and there were no related quality notifications. All processes and final inspections met specification requirements. The samples will be shared with associates for awareness. To date, no similar events have been reported for this lot. Based on the investigation and the returned sample analysis, the customer reported condition is confirmed.